Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the needle and thread were broken. Another product was opened and used without issue.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one image of a device. The visual inspection of the image noted 1 suture and 2 needles. One needle was disengaged from the suture. The retainer cover was torn. As no sealed samples were returned, a needle attachment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.